Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead was stuck to the header. The set screw was unable to be loosened despite using multiple wrenches. Upon silicone oil application, the set screw was removed from the header. The physician however unable to torque the device and lead enough to remove the rv lead, resorted to sawing the header apart. The pacemaker was explanted and the rv lead was connected to the new pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported event of the ventricular lead could not be removed from the header was confirmed. Analysis revealed this device has the original scalable brady pacemaker (sbp) header design, which is known to have lead insertion and removal difficulties. This caused the v-lead to become stuck in the header. This shows the high abnormal force needed to remove leads from the connectors with the original sbp header design. Actions have already been taken to prevent reoccurrence. A header re-design has been implemented to correct this issue.